Event description:
It was reported there was a low out of range impedance value. It was noted it was the initial programming session two weeks post-operative. It was noted they would try impedance testing in different head positions and a possible x-ray. It was stated the patient had appropriate stimulation and side effects when threshold testing was performed. It was further reported there were no high impedances. It was stated repeated testing of impedances in different locations was performed. It was noted the cause of the issue was not determined. It was stated no interventions are planned. It was stated the patient received effective therapy.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, implanted: 2014-(B)(6), product type lead, product ID neu_unknown, implanted: 2014-(B)(6), product type unknown. (B)(4).